Manufacturer narrative:
Received one used list# 163850401, sapphire primary piggyback set, 2 clave y-sites, 120 inch lot# unknown on october 30, 2019 for investigation. The complaint of air leaking into the line can be confirmed. The leak observed was found to leak from a tear in the tubing located near the bonding location at the distal end of the y-clave. The probable cause of the tear in the tubing is due to unintentional excessive force during use. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involved a sapphire primary piggyback set, 2 clave y-sites, 120 inch that the customer reported while the nurse was doing an assessment of the patient it was noted the bedsheets were wet. It was reported that the patient¿s IV was leaking and noted air in the IV tubing approximately 6 inches at the distal end of the IV tubing directly in the IV cannula. Another primary IV line was inserted into the distal clave closest to the patient and the customer stated ¿it appears that this is where it was leaking from and where the air originated¿. The customer reported the problem occurred approximately 48 hours. There was no medical intervention and no report of human harm.